Event description:
Vent put together and placed on pt with settings noted on pt's chart. Arterial blood gasses drawn, vent adjustments made. Arterial blood gasses drawn, vent adjustments made. Pt's oxygen saturation continued to drop. An oxygen analyzer was obtained and the vent was found not to be delivering the desired force inspiratory oxygen. The pt was taken off that vent and placed on another vent that was working properly. The pt was bagged during the switch. The analyzer was calibrated at room air and 100% oxygen for accuracy.